Manufacturer narrative:
On 3/28/18 an ortho field engineer (fe) arrived at the customer site checked log and saw several xyzerror code I ## which is usually when probe contacts side of a tube or a cap and level sense codes and a few clot codes. All necessary adjustments and performance tests, including waddiagnostics, up to spec passed. Cam0 value 119 (from 101-128 range). Sample in question was tested again and negative results were reported. Although service was performed, most probable the root-cause is associated with an anti-jka antibody being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer reporting false negative antibody screen on one sample that was later identify with anti-jka. Sample with no history was initially tested on provue analyzer on (B)(6) 2018. Antibody screen on provue was reported as negative. Customer stated site randomly selected samples for validation testing using their ortho-work station ( manual gel method) and the same lot # of gel cards and screening cells. Sample in question showed 1+ reaction with cell #2. With additional testing using 0.8% resolve panel a, anti-jka was identified with all homozygous reacting 1+. Customer retest the sample on provue and still saw negative reaction.